Event description:
There was no pt involved in this event. The device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. On (B)(6) 2012 the device failed a weekly self test for a low battery. After this date multiple events on the same date would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence that the device was not being adequately stored. Exposure of the device to extremely low temperatures is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.